Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported tower 120v in the field, the associated device logs and provided images. Two images were received. One image depicted an operating room team interactive screen with two error messages about the tower and system. One image depicted a broken burnt fuse of the tower. Review of the field service notes indicated that the logs were analyzed in the field. An error code for 'linked to to system non-recoverable error - system non-recoverable error - tower power supply controller over temperature' and an error code for 'linked to arm non-recoverable error - arm cart assembly - tower power supply controller communication fault' were observed. The tower power supply controller (tpsc) module and the power ingress module of the tower were both replaced to resolve the issue. Evaluation of the logs indicated that the loss of the non-real time communication with the tpsc triggered multiple system non-recoverable errors with the tower. The power supply was not updating status, which prompted a hardware reset from the tpsc side and triggered the communication loss and non-recoverable errors. An error code for 'linked to system inoperable - client communication' was observed. Evaluation of the tower 120v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a loss of non-real time communication with the tpsc and the power ingress module of the tower. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use for a robotic laparoscopic radical hysterectomy and node removal, the team successfully rolled the system in the room, connected all components, started it up, calibrated the arms, and draped. The system was running and ready to use for about 45 min to an hour when a loud pop was heard with the source of the pop unknown and then a few minutes later the system showed a "system non-recoverable error" message and a "tower high temperature" alert. After that happened a system restart was performed. During the reboot, the staff unintentionally brought the patient into the operating room but with the hugo troubleshooting still occurring the patient was taken back out of the operating room. After the reboot and upon startup, another "system non-recoverable error" message and a "backup battery low" alarm were displayed. We checked the battery status and at this point, it was at 99%, but quickly returned to 100% and the battery alarm self-cleared. An emergency power off (epo) shutdown was performed along with unplugging all of the power cables, and the team let the system sit for about 2 minutes. After another restart the same "system non-recov erable error" message was shown again. At that point, the team made the decision to discontinue use of the hugo for the day and the case was completed using the da vinci. There was a total delay of one hour and thirteen minutes. The hugo system was taken to storage and after further investigation, it was discovered that a fuse blew in the tower and the arm 4 socket was not functional. Also, the hugo never showed the reboot ids at each reboot as the error messages precluded the screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use for a robotic laparoscopic radical hysterectomy and node removal, the team successfully rolled the system in the room, connected all components, started it up, calibrated the arms, and draped. The system was running and ready to use for about 45 min to an hour when a loud pop was heard with the source of the pop unknown and then a few minutes later the system showed a "system non-recoverable error" message and a "tower high temperature" alert. After that happened a system restart was performed. During the reboot, the staff unintentionally brought the patient into the operating room but with the hugo troubleshooting still occurring the patient was taken back out of the operating room. After the reboot and upon startup, another "system non-recoverable error" message and a "backup battery low" alarm were displayed. We checked the battery status and at this point, it was at 99%, but quickly returned to 100% and the battery alarm self-cleared. An emergency power off (epo) shutdown was performed along with unplugging all of the power cables, and the team let the system sit for about 2 minutes. After another restart, the same "system non-recoverable error" message was shown again. At that point, the team made the decision to discontinue use of the hugo for the day and the case was completed using the da vinci. There was a total delay of one hour and thirteen minutes. The hugo system was taken to storage and after further investigation, it was discovered that a fuse blew in the tower and the arm 4 socket was not functional. Also, the hugo never showed the reboot ids at each reboot as the error messages precluded the screen.